Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the sidecar rx port at the tip of the device was damaged. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of sidecar rx push back. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of side car rx push back, block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that that the sheath was torn, and the side car rx was push back. A dimensional test was performed and confirmed that the side car rx was pushed back approximately 3.5 mm, which is out of specification. Additionally, the side car rx was also torn. No other issues were noted. The reported event was confirmed. Based on all available information, it was identified that one potential cause could be the application of excessive force during the device's insertion through the endoscope, leading to the tearing of the side car rx. A misalignment of the device tip might have hindered its proper passage through the patient, resulting in difficulty during deployment and causing the side car rx to be pushed back. Therefore, the most probable root cause is adverse event related to procedure.